Manufacturer narrative:
The product was not evaluated or return to the manufacturer as the issue was resolved over phone at the time of the procedure. The issue at the site was determined to be caused by the outlet of the hospital.

Event description:
Medtronic received information regarding an imaging device. It was reported intraoperatively that the mobile view station (mvs) kept shutting down and going completely black bypassing all the shutdown sequences while inputting patient information. The site plugged the mvs into a different outlet and the issue was resolved. The surgical delay was less than one hour. No impact on patient outcome.